Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient also had endocarditis with vegetation on leads. The physician treated the patient with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.